Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels reaching 30 mmol/l (540 mg/dl) and developed a ketone level of 0.7 mmol/l while wearing the pod on the abdomen between 5 and 24 hours. The caregiver contacted the hospital and was advised to change the pod. It was noted that the pod adhesive had become loose upon application; although an overlay patch was added to secure it, the cannula was later found to be tilted and not properly inserted into the skin. A new pod was placed as treatment.